Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer's investigation. Updated fields: b5, d8, h3, h6. The device was evaluated and the customer's allegation was not confirmed. Olympus found no abnormality at the angulation mechanism. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the endoscope may have temporarily entered diverticulum at the large intestine, which led to ineffective angulation. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that no treatment was required for the wound in the splenic flexure and no further treatment was required during the patient's hospitalization. The patient was discharged from the hospital three days after surgery.

Manufacturer narrative:
E2402 - wound in splenic flexure. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic colonoscopy, the colonovideoscope could not be removed from the patient's body. The device had probably entered "the diverticula and the angulation became ineffective". The patient was urgently transported to the hospital by ambulance. A computed tomography (CT) scan was performed and showed the scope was still in the j-shape even though the angulation lock had been released. The patient was administered general anesthesia and taken to surgery for removal of the device. It was reported the scope had come out to a length of 20 cm and was successfully removed. A colonoscopy was then performed and confirmed a wound in the splenic flexure but there was no perforation. The patient was reported to be in stable condition and was considered to be recovered 10 days later.